Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically, memory full prompt.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, (B)(4) on 15th march 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 23rd september 2016 and that it had performed to specification up to the 16th october 2016. On the 26th april 2017, the device begins to record multiple manual power ups of ten-minute duration the device was disassembled to investigate. Upon visual inspection of the membrane tail corrosion was observed on the tracks. Samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.